Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder, air/water channel, and auxiliary water channel were unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿angulation locking malfunction¿ was confirmed. The device evaluation found due to wear of the angle wire, the play of up/down and bending angle in left direction did not meet the standard value. Additionally, foreign materials on the jet-tube and the air/water tube due to insufficient cleaning. The adhesive on the bending section cover had a crack. The connecting tube had coating peeling. The switch box had a scratch, the suction cylinder had no color. And the electrical contact of endoscope connector had a discolored area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported angulation locking malfunction on the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign materials on the jet-tube and the air/water tube. There were no reports of patient or user harm associated with this event.